Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs leaked. Customer's mother stated that the small reservoirs leak, customer uses the larger reservoirs. The reservoir chamber smells of insulin. Customer declined to troubleshoot, stating the reservoirs are the problem. Nothing further reported.